Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03114, 3006705815-2023-03115. It was reported the patient experienced inadequate stimulation with their scs system. Diagnostic system testing indicated multiple high impedance values. It was noted that the patient had reported previous falls reprogramming was unable to resolve the issue. Additionally, it was also reported the patient experienced discomfort located at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and leads were explanted and replaced to address the issue. It is unknown which lead had high impedances.